Manufacturer narrative:
Other, the fse verified that there was an intermittent problem with the reservoir tank adding fluid. A review of the fmea for asp aer for all related failure shows values below threshold. The low cpuy (complaints per unit year) values indicate that the problem code "leaking" is under control and that there is no increasing trend. Asp will continue to monitor for trends.

Event description:
The customer alleged the unit was leaking. The customer did not confirm where the leak originated. The customer stated that there were no physical symptoms/reactions. The asp field service engineer (fse) was dispatched and reported fluid coming out of the overflow tube. The fse cleaned out the reservoir valve and replaced back into the system. The customer will monitor the unit. There have been no further reports from the customer in conjunction with this failure mode event.